Manufacturer narrative:
The device was returned and evaluated, and the following findings required repair or replacement: the bending section cover and channel leaked during the scope leak check, the image was flickering after the aeration image was found to be sufficient, there were deep ridges in the distal end plastic cover, the objective lens was cracked, the light guide (lg) lens was cracked in three (3) places, there were deep scratches on the lg tube, and the bending section cover glue was found to be cracked (as well as leaking). Additionally, the cleaning, disinfection and sterilization label was found to be fading and peeling, the insertion tube insulation had no drop for the transposition intended to be used on a steel pin, and there was up/down play on the control knob movement; these findings were all recommended for repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when processing the evis exera iii colonovideoscope in the brushing stage, pink reside was present. The device was put back through the processing machine and brushed again, yet the pink residue remained in the device. The issue occurred during reprocessing and there was no procedural involvement or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual details detection and prevention methods associated with the presence of foreign material. Olympus will continue to monitor field performance for this device.